Manufacturer narrative:
The customer has not yet returned product for investigation; however a return has been requested. Qc retention was tested and measured within specification (all within zone a). This event is being reported to the FDA out of an abundance of caution.

Event description:
The customer reported receiving high glucose results from their cardiochek plus analyzer on multiple patients. The customer reported they were performing a comparison vs lab. There were no allegations of patient/user harm. Multiple values measured within zone b and one within zone c of the glucose consensus error grid when compared to the provided lab values.